Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. The health care professional (hcp) then verified that the patient was put on intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.